Event description:
Biliary stent was to be placed in the common bile duct. The stent would not deploy from suture. Manufacturer response for stent, advanix biliary stent (per site reporter). Device was given to vendor for evaluation on 11/5/24. There has been no response to date.